Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. Dirt-like contamination on the rear panel, the iso port, air inlet of the blower box, unknown green contaminate in the bottom enclosure. Light dust-like contamination on top of the blower motor and the blower box, black contamination, consistent with keratin, at the air outlet of the blower box. Mineral-like deposits on the bottom of the blower, which suggests water ingress. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer as not able to address the symptoms specified. The manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.